Event description:
During placement of a gastrostomy tube, the physician selected a cook endoscopy flow 20 percutaneous endoscopic gastrostomy set - push. The wire guide was advanced through the abdominal incision site and into the stomach. The snare was advanced through the endoscope and used to grasp the end of the wire guide. The snare and endoscope were used to pull the wire guide through the stomach, eventually exiting the pt's mouth. Once outside the pt's mouth, the wire guide began to unravel. The unraveled end was cut off outside the pt and the gastrostomy tube was successfully advanced over the wire guide and into position. A foreign object did not have to be retrieved from the pt. No add'l medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation.

Manufacturer narrative:
Additional information received indicated that: the patient had a cypher 2.75 x 18 mm stent implanted in the native mid left anterior descending (lad) during the study index procedure. The patient had a previous percutaneous coronary intervention (pci) two months prior and had xience stent implantation in the proximal right coronary artery (rca). The report received from the (B)(4) study indicated that a patient experienced a myocardial infarction post implantation of a cypher stent. Past medical history that may have increased this patient's risk for mace includes angina, previous pci of a non-target vessel (rca with non-cordis stents), family history of coronary artery disease, hyperlipidemia, hypertension, cva / stroke, diabetes mellitus type I (treated with insulin), renal insufficiency, end stage renal disease, allergies, ongoing heartburn, mitral regurgitation, hyperphosatemia, allergy to tylenol, allergy to peanuts and allergy to bee stings. The patient was enrolled in the study and pci was conducted in a lesion located in the mid left anterior descending (lad) during the study index procedure. The lesion was described as: de novo, 2.75 mm reference diameter, 15 mm length, an 80% stenosis, and type a. The lesion was not pre-dilated. Cypher is indicated for use in lesions judged to be amenable to complete inflation of an angioplasty balloon. A cypher 2.75 x 18 mm stent was implanted at 16 atm via direct stenting. The stent was not post-dilated. The residual stenosis was 0%. The flow pre and post-procedure was timi 3. Post-procedure, the patient's cardiac enzymes were elevated and the patient was reported to have experienced a non-q-wave myocardial infarction (mi). The event resolved without sequelae. The patient was discharged two days after the procedure. The product remains implanted in the patient and is thus not available for evaluation. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. The act of angioplasty inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow. This action (inherent risk of the procedure) combined with procedural factors and the patient's complex medical status may have contributed to the event.

Event description:
The report received from the (B) (6) study indicated that the pt was enrolled in the study and had a cypher 2.75 x 18 mm stent implanted in lesion in a saphenous vein graft (svg) to the mid left anterior descending (lad) target lesion (tl) during the study index procedure. The pt was found to have one vessel disease and had one lesion treated during the index procedure. The pt's left ventricular ejection fraction was normal/greater than fifty percent (lvef>50%). Post-procedure, the pt's cardiac enzymes were elevated and the pt was reported to have experienced a non-q-wave myocardial infarction (mi). The event severity was reported to be mild/none. The event was not related to the study device/procedure or the study drug. Treatment for the event was percutaneous transluminal coronary intervention (ptca). The event was resolved without sequelae. The pt was discharged two days after the procedure. The tl was reported to be: de novo, 2.75 mm reference diameter, 15 mm length, an 80% stenosis, and type a. The lesion was not pre-dilated. A cypher 2.75 x 18 mm stent was implanted at 16 atm via direct stenting. The stent was not post-dilated. The residual stenosis was 0%. The flow pre and post-procedure was timi 3. The next day, the pt returned for a planned staged procedure. The target lesion (tl) was the proximal circumflex/native coronary artery. The tl was reported to be: de novo, 2.25 mm reference diameter, 12 mm length, and 80% stenosis, and type a. The lesion was not pre-dilated. A cypher 2.25 x 13 mm stent was implanted at 16 atm via direct stenting. The stent was not post-dilated. The residual stenosis was 0%. The flow pre and post-procedure was timi 3. The pt was discharged the day after the staged procedure. There were no reported procedural complications, device deviations or adverse events reported prior to discharge.

Manufacturer narrative:
The product is not available for evaluation and testing. Add'l info will be submitted within 30 days upon receipt. A review of the mfg documentation associated with this lot presented no issues during the mfg process that can be related to the reported complaint. Review of lot 15062981 revealed no anomalies during the mfg and inspection processes that can be associated with the reported complaint.